Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of cardiac arrest could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the implanting of the scs system was discontinued because the pt coded during the procedure. It was reported the pt was resuscitated by the emergency medical team. F/u identified the pt was still in the hospital.